Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Patient stated yesterday (B)(6) she was able to feel stimulation and had turned it down. This morning when trying to increase the stimulation she is unable to feel it no matter how much she would increase it. No troubleshooting was performed. The cause was unknown. The issue remains ongoing at this time.